Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had an unexpected battery power loss. The customer blood glucose level was 354 mg/dl at the time of the incident and treated with manual injection. The customer reported insulin pump turning off without alarm. The customer states battery change was tried without success. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.